Manufacturer narrative:
(B)(4). If further information becomes available a follow up medwatch will be submitted.

Event description:
(B)(6) health center currently use our take apart laparoscopic instruments and had a grasper tip come apart. The pin came out of the jaw. The issue happened during a procedure, the pin may have fallen into the patient. No patient injury/intervention, patient was stable after the event. The event date was (B)(6) 2018, patient information: 71, f, (B)(6) lbs, the case was prolonged and required going to open for retrieval, the pin came out into the patient's body and the procedure was converted to open to retrieve it, the patient also required an additional medical procedure which was not specified but was viewing the patient's abdomen. The device was remove from service afterwards. The incisional hernia repair was converted to open. The facility did not report this event to the FDA. I was told an x-ray was made. I am not sure when, but during the or visit.

Manufacturer narrative:
(B)(6): one (1) sp8320 bullet nose, sp, erg, ta was returned for evaluation as the complaint sample. The sample sent in was only the jaws/grasper tip of the entire sp8320 insert. The actuating rod of the insert was not sent in and missing from the returned samples. The lot code is not known and was not reported or observed on the grasper tips as it is only etched on the actuating rod of the sp8320 product. The sample sp95 handle and sp83 insulated tube was also sent in, however upon initial inspections these samples were not the affected parts of the complaint. The affected parts of the complaint were the returned grasper tips and the non-returned actuating rod. The customer did not return the affected actuating rod part of the sp8320 sample upon contact attempt. Further inspections were carried out on grasper tips part. It was observed to have wear (marks and scratches), fading of the s-p etching and further wear noted on the grasper¿s jaw teeth area. The jaw was noted to be loose when moved with fingers. Furthermore, the failure mode was verified and detected at the hinge points where the jaws are controlled. Specifically, the stepped links (94-0323) of the hinge, which connect to the actuating rod were loose/unhinged. It should be noted that the stepped links were still connected/hinged by a rivet pin (92-0752) to the jaws assembly; the disassembled hinge is to the actuating rod. The stepped link pin 8mm/5mm (92-0766) that holds the hinge was missing and not returned along with actuating rod. Without the availability of the pin and the actuating rod for magnified inspections, only the stepped links inside the grasper jaw were examined at 3x magnifications. The unhinged ends of the links displayed normal functional wear, which occur when normally actuated during complete assembly. No signs of abnormal bending, scratches and/or excessive forces were noted on the surfaces. Due to absence of any signs that would lead to the failure mode on the surfaces of the stepped links, it is likely possible the pin and actuating rod may have incurred the failure damages; however, these parts were not returned for further reviewing and conclusion of failure. For further verification purposes crucial parts of the stepped links were measured with calibrated caliper gage. All dimensions were within tolerances. Next the handle and insulated tube were fitted a quality control sample insert with different jaws; assembled sample was noted to function normally. Based on the evidence displayed, the lack of entire actuating rod and the pin limited the amount of analysis that could be performed on this failure mode. The stepped links parts which connect to the actuating rod were measured to be in tolerance per the manufacturing drawing. Device history review: per the parts of the samples returned, lot code was only identified on the actuating handle part sp95 and the insulated tube sp83, both had lot codes of a17. Lot code was not identified nor reported for the actuating rod part of the insert, the entire sp8320 part was not sent in, however the jaws/grasper tips part of the insert were returned for review. The jaws did not have any pertinent etching noted on them except for the snowden-pencer mark. Device history records for sp95 a17 and sp83 a17 were reviewed. All entries and documentation were complete. No issues were noted. The root cause for the reported failure could not be determined based on the evidence provided.

Event description:
Ssm st joseph¿s health center currently use our take apart laparoscopic instruments and had a grasper tip come apart. The pin came out of the jaw. The issue happened during a procedure, the pin may have fallen into the patient. No patient injury/intervention, patient was stable after the event. The event date was (B)(6) 2018, patient information: 71, f, 162lbs, the case was prolonged and required going to open for retrieval, the pin came out into the patient's body and the procedure was converted to open to retrieve it, the patient also required an additional medical procedure which was not specified but was viewing the patient's abdomen. The device was remove from service afterwards. The incisional hernia repair was converted to open. The facility did not report this event to the FDA. I was told an x-ray was made. I am not sure when, but during the or visit.